Event description:
The pt was intubated and sedated. He was placed on continuous nebulizer treatments of albuterol which were administered per routine order into the miniheart neb medication canister. Unfortunately, shortly following, the albuterol medication that was connected to the infusion canister was inadvertently tilted and rotated upside down during turning of the pt when he was supine. The albuterol flowed into the pt's ventilator tubing when the pt was turned back, the albuterol flushed into a lungs via the ett resulting in the pt becoming acutely tachycardic. His heart rate was up in the high 200's. The pt went into supraventricular tachycardia of approx 290. Immediate treatment was given and the pt responded well. Diagnosis or reason for use: respiratory compromise. Event abated after use stopped or dose reduced? Yes.